Manufacturer narrative:
Uniplanar x-tab screw [product code: 1797-83-540, lot numbers: [lot numbers: t6250 and t6646] was returned to the complaints handling unit (chu) for evaluation. Visual inspection of the uniplanar x-tab screws [lot numbers: t6250 and t6646] noted that a section of first thread row has peeled away or was lifted from the screw head body. The peeled thread was still attached to the screw head body. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the single inner set screws loosening postoperatively and the threads on the x-tabs and uniplanar screws tearing cannot be positively determined. In reviewing the complexity of this construct and the nature of this case as detailed in the operative report, a potential root cause could be higher than anticipated anatomical loading on the construct. The higher than anticipated stresses over time may have contributed to the screws becoming loose and could have resulted in the threads peeling during this process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email from (B)(6): patient had a set screw pop off post op. Revision has not been scheduled.